Manufacturer narrative:
Device powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had broken battery tube threads, cracked case (battery tube), cracked keypad overlay. Device p-cap or test reservoir lock in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was off. Customer stated that damaged on battery compartment that caused that battery cap was not attachable anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.